Event description:
The recipient reportedly experienced an infection, device migration, and device extrusion. The recipient was hospitalized and prescribed co-amoxyclav, vancomycin, and cefixime on (B)(6) 2015. The recipient's underwent repositioning surgery on (B)(6) 2015. The recipient was discharged on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly showed evidence of skin irritation. The recipient's infection has resolved. The recipient remains implanted and is utilizing the device without any issues. This is the final report.